Event description:
The lumenis sales rep reported that during demo with a physician, his aesthetician reported lower leg pain and swelling after hair removal on the right lateral side of her leg. Note: the pt's right medial leg was treated a few hrs after with a competitor's laser device.

Manufacturer narrative:
In 2006, a female, skin type ii pt (aesthetician) had her right lateral leg treated with the lightsheer et diode laser during a demo with a lumenis sales rep present. The laser was set to 35j and pulse duration was set on auto, the pt said it felt too intense, so the power was turned down 30j with a pulse duration on auto; the right lateral leg was treated without incident. The right medial leg was treated a few hrs after with a competitor's laser device. Over the weekend she developed an intense perifolliculitis on the right lateral side, they were red and swollen and the lower leg was swollen (not specified if lateral or medial). The dr called in a prescription two days later, for temovate (high potency steroid cream) she applied it twice on the same day and once the next day. The dr instructed her to use the cream twice a day and for no longer than 2 weeks, she also started herself on hydroquinone 4%. The same day, the swelling has improved and there is no burn, she had some spots of redness on the medial lower leg but not as intense as on the right side. According to the lumenis sales rep, there were no other reported injuries associated with this device; the system was not evaluated by svc at this time. The injuries described are a common side effect of this treatment; arythema and edema (redness and swelling) generally occur immediately after laser treatments and typically resolve within 24 to 48 hrs. Conclusion: there was not scarring and no long term effect.